Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that caller was in the or. The rep indicated they had the patient (pt)  in the or and wanted to know what product to consider replacing--the caller states the pt was not able to turn their therapy up and noted impedances were taken prior to being in or and the impedances were all high, >4k ohms. Today in or all impedances are >4k ohms except c2 is 623 ohms. Agent reviewed impedance issues are most likely to be related to the lead, caller noted the pt denied having any falls/trauma or anything that prompted this change in impedances.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.